Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 43 alarm during testing. Thump software was utilized and downloaded trace/history files properly. In further analysis of the pump history found multiple pump error 130 alarm on (B)(6) 2025 from 20:32:46.000 until 21:50:55.000 and multiple pump error 43 alarm on (B)(6) 2025 from 05:02:13.000 until 05:30:35.000. Pump was cut open to perform visual inspection and found corroded motor home switch. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case and cracked up, down and select button keypad overlay during the visual inspection. Pump error 130 and 43 alarm confirmed in the pump history due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor) on the insulin pump. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was done and found the customer was able to clear the alarm but not rewind the insulin pump. No harm requiring medical intervention was reported. The product mmt-1884 will be returned for analysis.